Manufacturer narrative:
The device was received. Investigation is not complete.

Event description:
The customer contact reported that during incoming inspection prior to pt use, the device did not sound an audible alarm tone during an alarm condition. Though requested, no additional info was provided.